Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that damage to the pipeline flex with shield technology distal protective sleeve was suspected. The patient was undergoing surgery for treatment of an unruptured, saccular, left vertebral artery (lt-va) with a max diameter of 5 mm and a 2.5 mm neck diameter. The landing zone arterial diameter was 2.8 mm distally and 3.2 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as normal. After deployment, when the delivery wire was retrieved, it was noticed that a portion of the protective sleeve was short. Resistance was present during retrieval, but it was within the level that normally occurs. No foreign object was confirmed in the body even on imaging after placement. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).